Event description:
Legal notice was received 9/2/2010, alleging an everflo oxygen concentrator, model 1020001, (B)(4), caused a fire to occur resulting in the death of three people and serious injury of one other.

Manufacturer narrative:
The device has not been made available for evaluation at this time. An investigation of the fire scene and device evaluation is expected to occur at a later date when made accessible to the manufacturer. A follow-up report will be submitted once the device evaluation is complete.